Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin (intraperitoneally and intravenously, dose and frequency not reported). One day after being admitted, the patient was discharged from the hospital. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. On an unreported date, dianeal and extraneal therapies were discontinued. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.